Manufacturer narrative:
Consumer was sent a prepaid label to return the product for eval, but the consumer has not returned the product.

Event description:
Consumer alleges he awoke to smoke and found his humidifier had melted through the carpet and charred his floor. Consumer states his son suffered smoke inhalation.